Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited low and high out of range impedance when presented for a follow up. The impedance varied in value between the two extremes. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.